Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the internal cable connections were secure. Additionally the representative confirmed that the I/o hub of the unit had power. The usb connections between the computer and polaris spectra system control unit (scu) were confirmed to be secure. However, the reported issue was observed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the camera on the navigation system lost communication and would cycle without prompt from the user. The surgeon was reported to have only one more screw to place. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the communication cable between the polaris spectra system control unit (scu) and positioning sensor unit (psu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.